Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have multiple indentations/burrs on the outer face of the distal pulleys. There were no pieces missing. Grip cables/other components adjacent to this indented pulley do not show damage. Additional findings not related to customer reported complaint: the instrument was found to have corrosion/contamination on grip bearing #6. The grip input disk bearings had oxidation, characterized by orange discoloration. The corrosion was observed to be found on the outer ring components of the bearing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have plastic frayed. No known impact or patient consequence was reported.